Manufacturer narrative:
Summary of evaluation: the wrench handle material which is ultem has been changed to stainless steel as an appropriate corrective action. Accordingly the catalog number has been changed.

Event description:
The reporter states the handles have allegedly "disintegrated" after repeated autoclavings. This event did not occur after a surgical procedure.